Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Recurrence and fissures is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient was diagnosed with a ventral hernia. On (B)(6) 2014: the patient underwent ventral hernia repair with an unspecified bard /davol ventralight st. In the months following the (B)(6) 2014 the implant of the ventralight st mesh, patient continued to experience chronic abdominal pain, and further 'experienced infections, as well as fluid draining from the umbilicus. The mesh continued to cause chronic abdominal pain, infections, and fissures. On (B)(6) 2016: the patient underwent a hernia repair surgery removal of the unspecified bard/davol ventralight st that was implanted. The patient had additional surgery to remove the implanted mesh; and continued to have a wound vac and remain on and proceeded with extensive medical treatments until (B)(6) 2017. The patient have experienced mental and physical pain and suffering has sustained permanent injury, has undergone medical treatment and/or corrective surgery and hospitalization, and other damages. The patient was caused and in the future will be caused to suffer severe personal injuries, pain and suffering. Due to the alleged defective ventralight st.